Event description:
The resident was being put on the toilet with the lifter wehn the strap broke and the resident fell backward, hitting their head on the wall. The resident suffered a one-inch gash on their head which was treated at the facility.